Event description:
It was reported that the patient presented to follow up clinic and it was discovered that both his ra and rv leads were both dislodged. No signal or capture was seen on the ra lead. Rv showed low sensing and high thresholds. X-ray confirmed leads dislodgement. The leads were explanted and replaced with no further issue. The patient was stable. Related manufacturer reference number: 2017865-2023-00029.

Manufacturer narrative:
The reported events were lead dislodgement, capturing problem, and sensing problem. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried tissue. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. After it was cleaned, the helix was able to be extended and retracted by when torque was directly applied at the connector pin. The full helix extension length was measured within specification. The reported events of capturing and sensing problems were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.